Manufacturer narrative:
Unit received with button error alarm and had intermittent esc and act button response due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.